Manufacturer narrative:
After further review of additional information received the following sections g3, g6, h2, h3 and h6 have been updated accordingly. (H3) the revision reported was likely the result of prosthesis wear secondary to shoulder instability. However, the extent and root cause of the prosthesis wear cannot be determined as the devices were not returned for evaluation and radiographs were unable to be obtained. The most probable root cause associated with the reported event of ¿prosthesis wear¿ is associated with material damage to a surface, usually involving progressive loss or displacement of material, due to relative motion between that surface and a contacting substance or substances.

Manufacturer narrative:
Concomitant medical products; equinoxe replicator plate 1.5mm o/s (cat# 300-10-15 / serial#: (B)(4)), equinox square torque define screw drive kit (cat# 300-20-02 / serial#: (B)(4)), equinoxe, humeral head tall, 44mm (alpha) (cat# 310-02-44 / serial#: (B)(4)), equinoxe humeral stem primary press fit 12mm (cat# 300-01-12 / serial#: (B)(4)). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately 2.2 years post initial left side tsa, the 51 y/o female patient presented back to surgeon's office with complaints of their left primary shoulder pain. The patient underwent glenoid revision surgery due to glenoid failure. During the surgery, the humeral head and replicator implant were removed from the platform stem. The glenoid was examined and showed to be deformed and missing some poly portion posteriorly on the implant. The surgeon removed the cage glenoid implant and re-implanted a new equinoxe cage glenoid implant. A new replicator plate, screw kit, and humeral head were replaced on the primary platform stem also. The patient was closed and left the operation room (or) stable. All fragments, parts or pieces were removed. Patient was last known to be in stable condition following the event. Photos received. Sales rep was unable to obtain x-rays. The device is not available for evaluation as the devices were discarded. No other patient information/medical history reported.